Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. The device was unable to prime during prime test due to faulty force sensor resistor. Occlusion test was not performed due to prime anomaly. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed no delivery, possibly due to an occlusion, and had a blank display. The blood glucose reading was 275 mg/dl. Upon troubleshooting, insulin did exit during the fixed prime process. The customer was unable to remove the infusion set to examine the cannula. During troubleshooting for the blank screen, the customer's mother stated that the battery compartment felt warm and that the battery appeared as though the wiring experienced a short. She observed some discoloration at the back of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.